Manufacturer narrative:
It was indicated that 4 nc euphora balloons were used during the procedure, and three burst. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: a non-medtronic sheath and stylette were partially loaded in the device. The stent was not present on the balloon and did not return for analysis. The balloon folds were intact. Crimp impressions were visible on the exposed balloon surface. No deformation evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. There was no damage evident to the remainder of the delivery system. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The third stent used was a non-medtronic stent. It was reported that the dissection was not caused by the resolute onyx stent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx rx coronary drug eluting stent was used to treat a moderately tortuous and calcified proximal lesion exhibiting more than 70% stenosis in the middle section of the left anterior descending (lad) artery. The device was inspected with no issues noted. Negative prep was not performed. The device did not pass through a previously deployed stent. Resistance was encountered on the first attempt to deliver the resolute onyx to the lesion but excessive force was not used. The lesion was predilated on the second attempt to reach the lesion. It was reported that the stent dislodged from the catheter in the proximal segment of this artery and another non medtronic stent had to be positioned to crush the first stent. Two nc euphora balloons were used to secure the stents in place however the two balloons burst in an attempt to secure the stents. An attempt was made to continue with the angioplasty with a third stent that was attempted but could not cross the lesion. An attempt was made to remove the third stent after failing to cross. It was indicated that in the attempt to remove the third stent, the crushed dislodged resolute onyx stent migrated, and its location could not be found even with a scan. It was reported that a dissection also occurred caused by the resolute onyx stent. The dissect ion was treated using another non medtronic stent. The patient was reported to be alive with no further injury.